Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device malfunctioned and noticed connection section disconnection. The issue happened during therapeutic transurethral laser ablation. The procedure was completed with a similar device without delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h6, and h10 the device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found a break in the cable, cable flooding, and corrosion of the electrical contacts. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device malfunctioned and noticed connection section disconnection. The issue happened during therapeutic transurethral laser ablation. The procedure was completed with a similar device without delay. There were no reports of patient harm.